Event description:
It was reported "flushed cvc and discovered the medial lumen had a small hole in the distal portion where a drop of saline was dripping out when flushing. The hole appears to be where the small blue clamp may have been clamped a few times." Additional information was requested from the customer; however further details have not been provided at this time. Associated MDR numbers include: 9680794-2025-00600 and 9680794-2025-00534.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) section b.5. Has been ammended based on additional clarification received from the customer.

Event description:
It was reported "with am assessment noted that right ij cvc medial line has leak to tubing. Small notch/weakness noted in the tubing where leak is." The cvc was removed. Additional information was requested from the customer; however further details have not been provided at this time. Associated MDR numbers include: 9680794-2025-00600 and 9680794-2025-00534.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "with am assessment noted that right ij cvc medial line has leak to tubing. Small notch/weakness noted in the tubing where leak is." The cvc was removed. Additional information was requested from the customer; however further details have not been provided at this time. Associated MDR numbers include: 9680794-2025-00600 and 9680794-2025-00534.